Event description:
It was reported that the front cover was leaking. Patient involvement is unknown.

Manufacturer narrative:
D4: UDI number and b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with old style printed circuit board (pcb) and power switch. Per visual inspection the water tank cover was cracked on the bottom, line cord had a small cut that showed wires that was covered with duct tape, pcb is missing standoff behind liquid crystal display (lcd), front cover had multiple scratches, quick connect was corroded. Per functional test water started leaking from the bottom of the water tank. The complaint was confirmed. The root cause was a cracked water tank cover. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Other text: b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. The event was discovered "rest" as the unit was just sitting there when they noticed the leak. The event date was unknown. There was no patient harm or injury.